Manufacturer narrative:
During routine preventive maintenance (pm) testing of the z-800wf infusion pump, the device was found to have failed the flow rate test with a deviation of 15.02%. A review of the device's serial number history did not reveal any similar complaints. At this time, the root cause of the issue remains undetermined. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
During routine preventive maintenance (pm) testing of the z-800wf infusion pump, it was found the device failed the flowrate test with a deviation of 15.02%. There was no patient involvement.

Event description:
It was reported to intuvie that the device failed the 30psi occlusion test at 19psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. No patient involvement reported.

Manufacturer narrative:
It was reported to intuvie that the device failed the 30psi occlusion test at 19psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history found no prior similar complaints. The failure mode was confirmed and the cause of this failure was the device being out of calibration. The device was calibrated to resolve this issue. CAPA- zm2023-23 has been initiated to investigate the failure. This supplement also serves as a correction. The reported flow rate failure has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).